Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported that the customer was hospitalized on 7/27/2015. Customer's blood glucose was between 300 and 400 mg/dl. It was stated that the customer had received multiple no delivery alarms. The customer changed the battery, reservoir and infusion set but the no delivery alarm persist. The customer connected another insulin pump from the hospital and did not receive any alarms and the blood glucose level was stable. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.